Manufacturer narrative:
The investigation determined that the customer attempted to process multiple patient samples using vitros chemistry products cl- and ca slide cartridges that were misidentified as vitros chemistry products bun and cl- slide cartridges, respectively, on a vitros 250 chemistry system. The root cause of this event is user error while manually loading a vitros chemistry products slide cartridge. The vitros 250 chemistry system was operating as intended. No malfunction occurred.

Event description:
A customer attempted to process multiple patient samples using vitros chemistry products cl- and ca slide cartridges that were misidentified as vitros chemistry products bun and cl- slide cartridges, respectively, on a vitros 250 chemistry system. Biased results obtained from a slide cartridge other than the intended slide cartridge may lead to inappropriate physician action. No patient results were reported out of the laboratory as no results were generated by the analyzer. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(6)